Event description:
It was reported that the patients ipg pocket site has not healed and had opened. The patient had an infection. The patient was placed on antibiotics and the physician washed out the pocket site. The patient was doing well postoperatively.

Event description:
It was reported that the patients ipg pocket site has not healed and had opened. The patient had an infection. The patient was placed on antibiotics and the physician washed out the pocket site. The patient was doing well postoperatively.